Event description:
The facility representative reported broken door, discovered before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
Evaluation summary: a baxter field service engineer evaluated the pump on-site. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.